Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
"Consumer wrote in to complain the guard was not hard to boil and fit but the design is the problem. The soft plastic layer separated from the bottom and back hard plastic. Consumer called as she was mailed a replacement to complain that she wanted a refund and wanted to know what to do with the one that she had been given?".